Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with the homechoice claria were reviewed. A review of the most recent therapy initiated on the date of the reported event showed the device programming revealed the programmed total uf (400ml) was set too low for the most recent therapies. Per the claria clinician guide, the programmed total uf should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the showed the patient¿s average uf was approximately 1900ml. Based on the device log analysis, the direct cause was determined to be the programmed total uf being set too low (use error). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer postal code: 738750. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced bloating difficulty breathing during dwell 1 of 4. The patient was connected to the homechoice claria device at the time of the events. Renal therapy services (rts) assisted the patient to perform a manual drain. The total volume reported was 12,000ml. Rts advised the patient to contact the pd nurse to inform them of their symptoms and that they missed pd therapy. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of a medical intervention associated with this event. No additional information is available.